Event description:
On (B)(6) 2015, dai-ichi shomei received information that during a procedure, a staff member was adjusting the light arm. The arm cover above the spindle became loose and fell. Dust entered the patient's incision area.